Event description:
It was reported that during a sigmoid procedure, the anvil pin dislodged from the device. It was successfully retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.